Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument is broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all instruments reported on were relayed through third party reps who were in the room. The reporter was unable to clarify how the instruments were defective. However, the reporter confirmed that with each case, the instrument was replaced with another davinci instrument to continue with the procedure. There was no patient impact or reports of fragments falling into the patient due to the reported issue. The procedure was completed as planned.